Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to headache with device use. There are no plans to reimplant the patient with a new device as of the date of this report.